Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 2/6 of their automated peritoneal dialysis therapy. Reportedly, the hp had disconnected their transfer set from the patient line of the homechoice set during a drain cycle without pausing therapy. When the patient returned they reconnected to the setup and received the 2240 alarm shortly after. Baxter's tsc assisted the hp in ending therapy early. No patient injury or medical intervention was associated with this incident.